Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date. Implant date. Manufacture date. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03534 / 03535).

Event description:
It was reported patient enrolled in a clinical study underwent an initial hip arthroplasty on an unknown date in 1998. The patient was revised on unknown dates in 2000 and 2002 for unknown reasons. Subsequently, patient underwent a revision procedure on (B)(6) 2003 for unknown reasons. A review of invoice history indicates the head and cup were removed and replaced. It was further reported patient underwent a revision procedure on an unknown date in 2006 for unknown reasons. Subsequently, patient underwent a radical debridement procedure on (B)(6) 2009. All components were removed.